Manufacturer narrative:
The meter and test strips involved with this complaint have been returned and evaluated by lifescan product analysis on (B)(4) 2013 with the following findings: the meter passed all testing and the complaint was not reproduced. The test strips were also tested on (B)(4) 2013 and the primary complaint was not confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2013, a home health nurse contacted lifescan (lfs) on behalf of the patient alleging that the patient's onetouch ultramini meter was reading inaccurately erratic and inaccurately high. The medical surveillance specialist (mss) was unable to reach the reporter and/or patient for follow-up questions. The following complaint was classified based on information obtained from lifescan customer service. The reporter claimed the alleged issue began on (B)(6) 2013 at an unknown time. The patient reportedly tested on the subject device and observed a value of "2 something" and then retested within 20 minutes and observed a value of "5 something", exact values are not known. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=20% and/ or <=20 mg/dl. The patient also felt the second result of ">500mg/dl" was higher than his usual readings/feelings. The patient manages his diabetes with glipizide pills and took his usual dose of medication that same morning. At an unknown time after the alleged issue occurred, the patient reportedly developed symptoms of "weakness and had difficulty talking." The patient was reportedly taken to the emergency room (ER) and although some form of treatment at the ER was administered, it is not known what treatment type was given. The reporter claimed no other device was used for testing. At the time of troubleshooting the cca confirmed the meter was set to the correct unit of measure, the samples were obtained from the same approved sample site. The subject test strips were in good condition, a control solution test was not performed because the patient did not have any control solution available. Replacement products have been sent to the patient. This complaint is being reported because the patient allegedly received medical intervention from a health care professional (hcp) after the reported issue began.